Event description:
A company representative reported that a cascadia an lordotic oblique-inserter was difficult to disassemble from a cage intra-operatively and that the tip of a second cascadia an lordotic-oblique inserter fractured and was retrieved intra-operatively. The procedure was completed successfully with a 10 minute surgical delay and no adverse consequence to the patient. This report captures the fractured inserter.